Event description:
It was reported the patient's blood glucose rose to 21 mmol/l (378 mg/dl). The pod was worn on the patient's abdomen for between 4 and 24 hours.

Manufacturer narrative:
The soft canula was found to be torn off. It could not be conclusively determined when or how this damage occurred. The download data contained no timeouts or drive stalls indicating there was no struggle to deliver insulin. No other damages or manufacturing deficiencies that would prevent the delivery of insulin were observed. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.